Event description:
A user facility reported to olympus that the image was flickering when "shaking" the cable. The problem, as reported to olympus, occurred during a gastroscopy procedure and the procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found image noise due to failure of the video cable connector (the endoscopic image was visible) and an intermittent image due to cable failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon resulted to image noise as caused by the failure of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.